Manufacturer narrative:
This supplemental report was submitted to informed that olympus has followed up with the user facility to obtain additional details regarding the reported event but no information has been obtained or provided from the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s reported problem was confirmed. A portion of the ceramic insulation at the distal tip of the sheath broke off. The inspection also noted, the sealing (o) rings are worn. A review of the device history records was performed, and no non-conformities or deviations were observed regarding the described issues. The root cause of the broken ceramic insulation at the distal tip of the sheath cannot conclusively be determined. However, based on the damage pattern, it is presumed that the damage to the insulation insert was induced thermally and/or mechanically; therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). Note: it is not possible to determine whether there was pre-exiting damage to the insulation insert, whether the damage was caused during the last preparation (clean, disinfection and or sterilization) of the instrument or during the last intervention. To mitigate the injury to the patient and also device damage, the instruction for use provides the following: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor complaints related to the device and reported phenomenon. Additional 510(k): k931994.

Event description:
The customer reported the resection sheath has ceramic insulation at the distal tip, ¿broken insulating spout¿. The reported problem was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus.